Event description:
It was reported that the customer was hospitalized for high blood glucose of 376mg/dl. It was stated that the customer took off the insulin pump. Troubleshooting was performed. The programming on the device was correct. Ran a fixed prime test and the insulin exited. It was stated that the customer had a bent cannula a month ago. It was stated that her doctor did a test for scar tissue and advised the customer to rotate her site more often. Performed a high pressure test and the insulin pump passed the test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.